Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, there was a small sessile polyp in the patient¿s sigmoid colon. The polyp was raised via local injection (20ml saline mixed with half an ampule bosmin). When the physician attempted to remove the polyp, he was able to ¿entrap¿ the polyp, but more resistance than usual was felt. However, the snare would not transmit current. The physician performed an additional local injection and attempted to apply current a second time, but was unsuccessful. As the physician was unable to resect the target polyp, the device was removed from the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event: current failure. (B)(4) for the reported event: snare failed to cut through target polyp. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the catheter and the wire to be kinked. Functional testing was performed and the device was able to extend and retract smoothly. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The complaint was not confirmed. The kink that was found in the catheter and the wire was likely caused due to the manipulation of the device during the procedure. However, the unit showed neither evidence of the alleged issues (current failure, failure to cut, difficulty actuating), nor any defect which could have contributed to the reported issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, there was a small sessile polyp in the patient¿s sigmoid colon. The polyp was raised via local injection (20ml saline mixed with half an ampule bosmin). When the physician attempted to remove the polyp, he was able to ¿entrap¿ the polyp, but more resistance than usual was felt. However, the snare would not transmit current. The physician performed an additional local injection and attempted to apply current a second time, but was unsuccessful. As the physician was unable to resect the target polyp, the device was removed from the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.